Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was over 400 mg/dl. Reportedly the customer would change the cartridge and the infusion set to clear the alarm and resume insulin therapy. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.